Event description:
It was reported that the patient had experienced a high-pressure alarm and had returned during their scheduled disconnect with medication remaining. Upon return, 81.5 ml had been found remaining in the pump. The site had resumed the patient's treatment upon arrival for disconnection. The air detector had been turned off, and the upstream sensor had also been off. The pump had been programmed with a volume of 138 ml at a rate of 3 ml/hr for 5fu. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. Associated pump and tubing complaint documented on (B)(4).

Manufacturer narrative:
D4 - lot #: possible lot numbers 6101785, 6092837 and 6085495. H3: no product was received for analysis. The device history record of reported possible lot numbers 6101785, 6092837 and 6085495. Were reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.